Manufacturer narrative:
Qn#(B)(4). Upon investigation of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 04/12/2019, was sent in error.

Event description:
It was reported that: "the catheter had been inserted the day before (on (B)(6)), in right jugular, and when the patient has been turned to the lateral decubitus position for nursing, it was noticed that a wing of the junction hub broke, and that the knot of the other wing detached. Patient under noradrenaline: need for replacement with a peripheral catheter to continue intravenous infusion, and then insertion of a new central venous catheter in left jugular. Clinical consequences: no consequence for the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the catheter had been inserted the day before (on (B)(6), in right jugular, and when the patient has been turned to the lateral decubitus position for nursing, it was noticed that a wing of the junction hub broke, and that the knot of the other wing detached. Patient under noradrenaline: need for replacement with a peripheral catheter to continue intravenous infusion, and then insertion of a new central venous catheter in left jugular. Clinical consequences: no consequence for the patient.